Event description:
Pt was sitting in her room in a wheelchair, restrained by a sleeved jacket, 4-point restraint with zippered back, which had been ordered by her attending physician. At approx 7:40 a.m. On 9/28/94, she was discovered with her wheelchair turned partially over and the pt in a sitting position, half on the floor and half in the wheelchair, facing forward. The vest restraint had sifted upward around her neck, resulting in compressive neck injuries. CPR was immediately started upon discovery and continued until stopped on orders of the attending physician. Coroner was called and came immediately to the nursing home, where he pronounced the pt dead. He sent the body for autopsy.